Event description:
Customer reported a past high blood glucose event with the specific value being unknown and indicated as "high". The customer resolved the high blood glucose event by changing the infusion set and cartridge, and control iq feature was enabled at the time. Technical support recommended that the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.